Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a phacoemulsification surgery in the anterior segment, the system froze without the possibility of continuing to operate. An alternate system was used to complete the surgery. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming host was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host. The manufacturer internal reference number is:(B)(4).